Event description:
It was reported that: "patient being ventilated, heard a loud bang and the ventilator had stopped working-of completely. Bagged the patient (doctor present at the time). New ventilator used and patient re ventilated. Ventilator did not alarm (though evidently staff were alerted by the loud bang that something had failed)." No injury reported.

Manufacturer narrative:
The investigation is ongoing. The investigation results will be reported in the follow up report.